Event description:
Patient presented to the physician with ongoing movement of the ipg within the pocket, causing intermittent soreness and pain. Physician brought the patient into the or, re-sutured the ipg, and closed the incision.